Event description:
Healthcare professional reported left side capsular contracture baker grade IV and extracapsular rupture, with a leak and accumulation around the prosthetic via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. Seroma-late: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and extracapsular rupture, with a leak and accumulation around the prosthetic via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, granuloma and capsular contracture was received on june 12, 2024. With lot number 2895609. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. Granuloma: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Un-reporting seroma-late. Healthcare professional later reported granuloma.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and extracapsular rupture, with a leak and accumulation around the prosthetic via ultrasound. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.